Manufacturer narrative:
Customer returned meter. The readings complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that based on the readings from her freestyle meter her doctor changed her medication. Customer reports experiencing symptoms of "nausea, sweating, tiredness" and then lost consciousness. Customer was treated with candy, sugar and ice cream. There was no report of death, permanent impairment or third party medical intervention associated with this event.